Manufacturer narrative:
This report was originally submitted on (B)(4) 2013 but due to a FDA outage, the submission was unsuccessful. Thus, the report is being resubmitted on (B)(4) 2013. Product analysis: the device has not been returned to medtronic. Therefore, no evaluation has been performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was explanted after approximately 22 months implant duration due to stenosis. The valve was replaced with another manufacturer's bovine valve with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.